Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged blank display, no communication and cosmetic damage at an unspecified location found on (B)(6) 2021. Device passed displacement test, self test, and active current measurement test. Device did not pass sleep current measurement test due to corroded battery tube. Device successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the insulin pump trace download. However, pump error 68 and pump error 4 were found in the history download on (B)(6) 2021 at 4:10 due to a corroded battery tube causing a hardware error. The insulin pump was cut open and the electronic assembly, battery cap and battery tube were inspected and a corroded battery tube was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, end cap address label missing, cracked case (battery tube), cracked case on corner of belt clip rails, cracked retainer, and corroded battery tube. In summary, customers alleged blank display and unable to communicate was not confirmed. However cosmetic damage was confirmed at various locations as well as retainer ring damage where a cracked retainer ring was noted by visual inspection. Insulin pump did not pass sleep current test due to corroded battery tube. Pump error 68 and 4 were found in the history download due to a corroded battery tube causing a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was broken. Customer stated that the insulin pump vibrated and alarmed then insulin pump was blank and the light emitting diode was red. Customer stated that the insulin pump display remained black no matter what button they pressed. Customer changed the battery but the insulin pump did not switched on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.